Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Although the investigation was unable to determine a conclusive cause for the reported failure to seal the perforation, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation located in the mid left anterior descending artery. A 2.8x16 graftmaster stent was implanted and it was thought that the perforation was sealed with the stent. The patient was taken to the floor where the patient became unstable. Cardiocentesis was performed and the patient was taken to surgery. The patient tolerated the surgery. No additional information was provided.